Manufacturer narrative:
The lot number is undetermined at this time.

Event description:
The patient presented in clinic with a surgical site infection from a previous procedure that was done at an outside hospital. Ha+ was implanted during the initial surgery, and the attending physician wanted to know if the implant should be removed or not. The dates of the implant and explant for the device remain undetermined at this time. The medical analysis indicates that there is insufficient information available to ascertain whether the device was responsible for any related issues. We have made three attempts to reach out to the surgeon but have yet to receive any details regarding the lot number necessary for our due diligence process. If we receive any further information regarding this adverse event, we will submit it as additional information.